Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "blacked out and fell". The patient reported they broke their leg and dislocated their shoulder. Patient reported that they were told at clinic their heart was "going too fast too often". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.